Event description:
Caller states the patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. The patient was treated with an injection of vitamin k based on the meter results. The treatment was given before the lab result returned. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.